Event description:
It was reported that when the programmer was turned on the screen was fading into black and did not show anything. The programmer was returned for service. The paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display flex was intermittently functional. It was also noted that the lower hinge plate was damaged, software was unable to be reloaded, the device locked up during reloading software and the stylus tip was loose and worn out.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.